Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 18 oct. 2024, a 25mm navitor valve was selected for implant using a small flexnav delivery system (ds). The annular dimensions of the native valve were: short diameter: 20.71 mm, long diameter: 25.33 mm, and average diameter: 22.58 mm. During the procedure, a pre-dilation was performed using an 20mm non-abbott balloon. While attempting to place the valve, it was experiencing non-uniform expansion (nue) that wouldn't resolve. The ds and valve were removed and another dilation was performed with 21mm non-abbott balloon. Upon inspection of the removed system, significant thrombus attachment was noted. The entire system was replaced with a new a 25mm navitor valve, small flexnav ds, and loading system. The valve was able to be placed without issues and the procedure was completed without any adverse events. There was no clinically significant delay. The patients condition is stable. The physician believes the under expansion was due to excess calcium. On an unknown date, it was noted that the patient had mild aortic regurgitation. No intervention has been reported.

Manufacturer narrative:
An event of valve underexpansion and patient device interaction problem associated with thrombus was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on available information, the valve underexpansion appears to be related to patient conditions. A cause for the reported patient device interaction problem associated with thrombus could not be conclusively determined. Thrombus is a known possible outcome complication of the procedure per the navitor tavi instructions for use. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.